Event description:
It was reported the physician was suturing the dura around the catheter due to a cerebrospinal fluid leak. There was no change in dosing or product. It was also reported that the catheter could not be seen under x-ray, except for the tip and the anchor. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8785, lot# n352392, implanted: (B)(6) 2013, product type accessory. (B)(4).